Event description:
The complainant reported on november 13, 2006 that a male patient (age unknown) underwent a therapeutic barrett's screening procedure. The radial jaw 4 biopsy forcep was utilized within the esophagus and "took too large of a bite which", perforated the esophagus. The physician used a resolution clip to stop the bleeding. The patient was admitted to the hospital for observation. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. H4 - user facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.